Event description:
It was reported a patient's atrial lead presented with oversensing noise causing inappropriate automatic mode switch (ams). No changes were reported. There were no patient consequences.